Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309628 batch#: 3027085 it was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. Plunger fell out of the syringe. Additional information provided: can you please explain briefly product damage. The plunger fell out of the syringe barrel. No other information provided or available. Any adverse event or serious injury reported to patient or healthcare professional? No any physical sample available for investigation? No any picture of this complaint? No.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. This product does not have a stop ring by design according to its product specification. The design of the product has not changed since september 1997. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.